Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(4) 2011. The fse flushed all albumin drain lines and replaced drain valve. The fse calibrated sensor and cup. The customer verified qc.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated albumin module (albm) was not draining and reaction cup was overflowing. There was no effect to patient or users.